Manufacturer narrative:
Device evaluation by MFR: the returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities. The rotawire used in the procedure was not returned with the rotablator device. So, functional testing consisted of using a test rotawire. The wire was inserted into the annulus of the burr and advanced the through the advancer with no resistance or issues.

Event description:
It was reported that the burr became twisted with the guidewire. A 1.50mm rotablator rotalink plus and rotwawire were selected for a procedure. During the procedure, the burr and guidewire became twisted. No patient complications have been reported.

Event description:
It was reported that the burr became twisted with the guidewire. A 1.50mm rotablator rotalink plus and rotwawire were selected for a procedure. During the procedure, the burr and guidewire became twisted. No patient complications have been reported.